Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn:m365sc2408560 model:sc-2408-56 serial: (B)(6) batch:20475808 UDI:(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation due to lead migration. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.